Event description:
Customer device result = 512 mg/dl at 9:10 am. Customer injected 25 units of insulin and within 1 minute, the device result = 200 mg/dl. Customer ate sugar and drank juice and went to the hosp. Customer arrived in the ER 30 minutes later and the hosp device results = 206, 190 & 185 mg/dl. Customer was monitored every 10 minutes for four hours. The lab result = 187 mg/dl. Customer was given a glucagon IV and released after four hours. No controls were used. A request was made for product return and product replacement was sent.